Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
During an initial implant procedure, loss of capture was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve event. The patient was stable.